Event description:
The report we received from the field indicated that, during a cerebral angiogram, the diagnostic catheter was advanced through a 5f bts to the carotid. The anatomy was extremely tortuous, and the doctor applied a significant amount of torque to the catheter. Subsequently, he also torqued the catheter in reverse and eventually locked the catheter up where it would not move at all. He then proceeded to tug very hard on the catheter to remove it from the patient. The catheter separated into three pieces, two of which stayed in the patient. The distal separation segment was about 45cm long, and the middle segment was approximately 10cm long. Both separated segments were snared out successfully, with no parts left in the patient. The physician stated that this was not the fault of the product, but was due to his overtorquing the catheter in both directions, and then pulling it to failure. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.